Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during a device interrogation, the implantable pulse generator (ipg) battery indicated to replace the device, however, the battery measurements taken did not reflect recommended replacement parameters. It was noted no tests of the device were able to be performed and the programmer then crashed with an error message indicating a "programmer problem" was present. The programmer was then powered off and on and the pacemaker then exhibited expected battery measurements. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device interrogation, the implantable pulse generator (ipg) battery indicated to replace the device, however, the battery measurements taken did not reflect recommended replacement parameters. It was noted no tests of the device were able to be performed and the programmer then crashed with an error message indicating a "programmer problem" was present. The programmer was then powered off and on and the pacemaker then exhibited expected battery measurements. The ipg was interrogated, recovered and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.